Manufacturer narrative:
B3, date of event: this is an approximation as the customer was not able to provide the exact date of event. Investigation summary: as part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000950115, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported a false positive result with the determine hiv-1/2 ag/ab combo test on an unknown date in march 2025. The customer indicated that no art treatment was prescribed and that no additional testing was performed. Although requested, no additional information was reported.